Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system presented to the emergency room. Technical services (ts) reviewed and found right atrial (ra) lead pacing impedances were intermittently high out of range over the last year. Reprogramming was completed. Ts advised the presenting electrogram shows the ICD system operating as intended. The patient was not admitted and left without any intervention taken. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.